Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve (18824783) was chosen for implant using a flexnav delivery system (8282305). The annulus perimeter was 70.3mm. Due to moderate to severe calcification of the aortic valve, a predilatation was performed with a 20mm non-abbott balloon. The portico valve was deployed at 3mm of the annulus. At the moment of nose cone centralization while making the recovery maneuver of pulling back the non-abbott guidewire, there was interaction between the nose cone and the lower part of the valve. Different maneuvers were performed to try to untangle the nose cone and the valve, such as rotating the system, pushing and pulling the guidewire, but the nose cone and the valve were still entangled. While removing the delivery system, it was noted that the nose cone of the delivery system touched the valve and bent an area of the valve struts in the annular area, causing the valve to migrate into the ascending aorta. The decision was made to choose a second 25mm portico valve (19361789) and another flexnav delivery system (8282305) for a valve-in-valve procedure. The second portico valve was successfully implanted at a depth of 4mm, which achieved good hemodynamic results. The patient was reported to be recovering from the procedure.

Manufacturer narrative:
An event of difficulty removing delivery system as a result of entanglement with a valve was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident is consistent with an unintended error during use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 28 july 2022, a 25mm portico valve (18824783) was chosen for implant using a flexnav delivery system (8282305). The annulus perimeter was 70.3mm. Due to moderate to severe calcification of the aortic valve, a predilatation was performed with a 20mm non-abbott balloon. The portico valve was deployed at 3mm of the annulus. At the moment of nose cone centralization while making the recovery maneuver of pulling back the non-abbott guidewire, there was interaction between the nose cone and the lower part of the valve. Different maneuvers were performed to try to untangle the nose cone and the valve, such as rotating the system, pushing and pulling the guidewire, but the nose cone and the valve were still entangled. While removing the delivery system, it was noted that the nose cone of the delivery system touched the valve and bent an area of the valve struts in the annular area, causing the valve to migrate into the ascending aorta. The decision was made to choose a second 25mm portico valve (19361789) and another flexnav delivery system (8282305) for a valve-in-valve procedure. The second portico valve was successfully implanted at a depth of 4mm, which achieved good hemodynamic results. The patient was reported to be recovering from the procedure. Subsequent to the previously filed report, additional information was received that there was sufficient calcium to allow anchoring of the device. The valve was never re-sheathed more than two times. The patient did not have an acute aortic angle or horizontal aorta. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of valve migration. The migrated valve did not block a coronary artery or arteries. The migrated valve was not snared or repositioned. A post-dilatation of the valve was not performed. The final mean gradient following implant was 15 mmhg. The patient did not have any clinical signs or symptoms during or after this event.